Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified an excessive amount of oil in the filters. The technician made repairs to the unit including replacing the filters, tested the unit, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported their v-pro max sterilizer was producing a smoke smell. The fire department was dispatched to the facility. No report of injuries. No evacuations were required.